Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. 1 - por for write to locked ram, address=11e2, data=08 on (B)(6) 2010 03:00:03. 1 - patient alert for por on (B)(6) 2010 03:00:03. The device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient alert went off and the device experienced a power on reset. The patient denies any radiation therapy and electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert went off and the device experienced a power on reset. The patient denies any radiation therapy and electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.